Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer connected with customer and found that a loose screw on the larm was causing intermittent movement issues with the carm. The customer tightened the screw, resolving the problem, which eliminated the need for onsite service. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was intermittently stuck, and unable to move. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.